Manufacturer narrative:
Product event summary: at analysis it was noted that the ventricular output connector and the lower case were broken, the attachment ring was bent and both bails and bail covers were missing. The unit did pass incoming testing. The device was cleaned and inspected, the ventricular output connector, lower case and attachment ring were replaced, new bails and bail covers were installed and it was then tested on the automated test system and passed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The external pulse generator was returned for an unspecified repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.